Event description:
It was reported by the patient's parent that the patient's blood glucose level rose over 400 mg/dl with elevated ketones while wearing the pod between 36 and 48 hours on the leg. It was reported that the pod's cannula appeared to be bent. It was also reported that the patient experienced nausea and a headache. As treatment the patient was administered 16 units of insulin by the school nurse. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.